Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement of greater than 2000 ohms and high threshold measurements. Surgical intervention was performed, and the rv lead was repositioned successfully and continues to remain in service. No additional adverse patient effects were reported.